Manufacturer narrative:
Additional information received from the local field representative indicated that myopotential noise was able to be confirmed during isometric testing in secondary vector. The vector was reprogrammed to primary and no myopotential noise was seen. The patient was discharged from the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after being found unconscious. In a review of device data, the patient had received shock therapy due to a ventricular arrhythmia. Prior to the shock there was evidence of noise that delayed therapy delivery. There was also evidence of noise following the shock which delayed post shock pacing support. Boston scientific technical services (ts) recommended additional troubleshooting techniques to elicit noise.